Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has unexpected high blood glucose of 447 mg/dl. The customer's blood glucose at the time of the call was 517 mg/dl. Troubleshooting found that the quick release wasn't on and the customer indicated that he would connect it and call back if he needs further assistance.